Event description:
It was reported that the cassette caused the infusion pump to experience a ?no disposable attached" alarms.

Manufacturer narrative:
Device evaluation: one infusion cassette was received in used condition without its original packaging, decontaminated and inside in a plastic bag. Visual inspection of the sample received didn't identify any damaged, kink, cut or condition that could cause the reported event. Functional testing was conducted by connecting the cassette to a test infusion pump. The sample could be connected without problem. Sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The reported event was unable to be confirmed or replicated. A root cause was unable to be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.